Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, right ventricular perforation occurred when positioning the device on the septum. Cardiac tamponade and pericardial effusion occurred. Surgery and sternotomy was necessary to close the hole. The ipg was removed. No further patient complications have been reported as a result of this event.